Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was a fasle positive. The following information was provided by the initial reporter: from 20th tuesday, all five patient stool specimens came out as rota pos from max evp. They use max ebp+xebp, evp, cdiff and MDR-tb but have got random positive results on evp only from blank run. Application specialist tested blank run after cleaned the interior of instrument and surroundings tested blank run and 4 specimens (total 5 tests) and got 4 rota pos (including blank). We exclude the possibility of contamination from user and the environment, fse visited and cleaned inside of the instrument and tested blank runs of 24 sbts - few blanks came out rota pos.

Manufacturer narrative:
H6 investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. (B)(4)) lot 2138326 was performed by the review of the manufacturing records, returned materiel testing, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about suspected false rotavirus positive results on several patient. One kit from bd max¿ enteric viral panel kit lot 2138326 was received from the customer. Inspection and testing of the kit, in negative, revealed no anomaly. Results were all negative, as expected. Customer provided five run files # 965, 966, 967, 969 and 970 from instrument (B)(6) for investigation. Manual pcr curve adjudication was performed across the suspected false positive samples. Curves analysis of the rota target revealed late and low, but true positive results without anomaly. Repeat tests gave the same results with similar amplification curves pattern as in the initial run. The data suggests true late positive results for the rota target. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Complaint text also mentioned that during a site visit, the application specialist cleaned the instrument interior and surroundings, before performing blank test samples, but rota positive results were still obtained, and corresponding amplification curves showed late and low detection, without anomaly which is indicative of environmental or cross contamination. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 2138326. The root cause was not identified. However, environmental or cross contamination can explain the customer¿s rota positive result. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was a fasle positive. The following information was provided by the initial reporter: from 20th tuesday, all five patient stool specimens came out as rota pos from max evp. They use max ebp+xebp, evp, cdiff and MDR-tb but have got random positive results on evp only from blank run. Application specialist tested blank run after cleaned the interior of instrument and surroundings tested blank run and 4 specimens (total 5 tests) and got 4 rota pos (including blank). We exclude the possibility of contamination from user and the environment, fse visited and cleaned inside of the instrument and tested blank runs of 24 sbts - few blanks came out rota pos.